Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector between the start and end positions. The needle cover was received loosely attached to the injector. A stent was not observed within the returned packaging. Since the injector was received with the slider knob found near the end position, it was determined the stent was deployed from the injector prior to receipt and not returned. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. Surgery was completed with backup device. Device not returned. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. Surgery was completed with backup device. Device not returned. No eye injury noted.